Event description:
Customer reported a malfunction with the insulin pump, indicated by a malfunction code. Blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent and instructed the customer to return the defective pump, using a pre-paid shipping label, within ten days. Customer was advised on steps to be taken upon receiving the new pump and agreed to follow up with a healthcare provider for backup therapy options.